Manufacturer narrative:
The specimen was lithium heparin plasma which was centrifuged at 3200-3500 rpms for 15 minutes. Qc was within specifications on the day of event. A system check was performed on (B)(6) 2011 and met specifications. No errors were posted to the event log in regards to this event. The customer did not question any other results or assays. A field service engineer (fse) was dispatched on (B)(6) 2011. The fse verified alignments and performed a high sensitivity (hs) system check, which met specifications. No hardware issues were noted. No clear root cause could be determined for this event.

Event description:
A customer contacted beckman coulter inc., (bci) regarding lower than expected testosterone results generated by the access 2 immunoassay system for two patients. Upon repeat, patient sample 2/1 resulted similarly on the access 2 and on an alternate method. The customer did not supply repeat results for patient sample 1/1. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.